Manufacturer narrative:
(B)(4). Device not returned for analysis, should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure a small plastic piece fell off the device. Unknown if the plastic piece fell into the patient. The second device was pulled to complete the procedure with no patient consequence.